Event description:
Surgeon was doing a tkr with triathlon system on consignment and doing a trial reduction with trial tibial baseplate, hollow trial tibial baseplate, hollow trial tibial insert and trial femur. The tibial insert trial being hollow was difficult to insert as it's underside edges were catching on the inside of the tibial baseplate trial (as has been noticed before) and this did add a minute to the operation, surgeon used a plastic mallet to assist in insertion. After removing the trial insert and trial baseplate he noticed a small <.05mm piece of plastic from the underside edge of the trial insert was in the bone. He easily removed it, and continued the operation without consequence. The hollow trial insert is nicked and scratched which is common and does not make it un-useable, but the surgeon wants to report his dissatisfaction with the design of these hollow insert trials and the fact it is possible for small pieces of plastic to liberate from the trial. He would like to see trials made of a less rigid plastic (polyethylene like) and with solid undersides and more forgiving edges to make it easier to slide in and out of the trial baseplates and definitive tibial implants when being used. There was about 1 2 minutes delay but no medical intervention required.

Manufacturer narrative:
A evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.